Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Batch # n90681. The device was returned with the blade tip broken off and returned. The device was functionally tested with a gen11. During functional testing an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. The device will stop activating when the blade becomes damaged. The device was disassembled to inspect the blade and the blade breaking point was located at an area inside the tube proximal to the tissue pad. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. No conclusion could be reached as to how this issue occurred. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a total laparoscopic hysterectomy procedure, during the colpotomy portion of the procedure error messages started to pop up on the generator. There were a few "relax pressure on blade" followed by "remove instrument from patient." The doctor removed the device from the patient and began to wipe off the blade. When he did this, the active blade fell off of the device and onto the floor. The active blade was found and placed with the instrument. Another like device was used to complete the procedure. There were no adverse consequences for the patient.